Event description:
Patient presented for change out due to normal eri. Externalized conductors were observed. No anomalies noted. Lead to be monitored.

Manufacturer narrative:
No medwatch form was received.